Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because they experienced pain and discomfort with their existing ipp. The existing ipp was explanted and replaced with a new one. The patient was recovering and doing well after the procedure. The explanted ipp is expected to be returned. A supplemental report will be filed upon completion of the product analysis.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of pain could not be confirmed via product analysis. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered known inherent risk of device. This complaint investigation conclusion code is utilized when the reported adverse event known and documented in the labeling (including both short or long term known complications or adverse reactions). Based on the results of this investigation, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because they experienced pain and discomfort with their existing ipp. The existing ipp was explanted and replaced with a new one. The patient was recovering and doing well after the procedure. The explanted ipp is expected to be returned. A supplemental report will be filed upon completion of the product analysis.